Manufacturer narrative:
The field service engineer (fse) reported after check and removed the power supply and res-insert the power supply the issue was corrected. Hand over the machine with good working condition. No part was replaced.

Manufacturer narrative:
Report date: 17sep2021. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported that the machine is not switching on. The customer reported that the unit was in use on patient, but there was no patient harm reported. The customer contacted product support and requested for service repair. Further information is pending.